Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02538. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 8 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported events could not conclusively be determined. The submitted system controller log file was reviewed and a specific cause for the captured events could not conclusively be determined through this evaluation. The system appeared to be operating as intended. The heartmate ii lvas IFU lists hemolysis and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The IFU contains information on all system alarms, including the low flow hazard alarm, and provides guidance on how to troubleshoot the system and resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 due to hemolysis. The patient¿s lactate dehydrogenase (ldh) was 571 u/l, with a reference range of 101-218 u/l. Reportedly this was essentially unchanged from last ldh on an unspecified date of 1377 u/l, with reference range of 338-610 u/l. The patient was treated with heparin infusion. Coumadin was adjusted to achieve therapeutic inr. On (B)(6) 2017 the patient was discharged reportedly improved.